Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that she boluses up to six days. They reached out in at the beginning of the week because they were getting a service code 338 on the handset. The patient stated that she knew she was getting the dosing but every time she boluses she was getting the 338 codes. The physician wanted her to call and get the handset replaced. The agent reviewed service code 338. When she connected to the pump to bolus, she had to wait up to three minutes because it lagged at 90 percent, and it gets longer the closer she gets to the refill date. The agent reviewed data and walked the patient how to delete the data. The patient will call back if she needs further assistance. The agent asked event date, but the patient did not provide. The patient reached out again to provide that they only began experiencing the service code 338 this week after their bolus and daily dosage was increased on monday. The patient wanted to provide that context for further investigation. Additional information was provided from a consumer (con) stated that they reached out since their handset was showing service code 338 after the pump was filled on (B)(6) 2025. The error happened. The tech service advised that starting up of report and charging the handset would make the service code 338 go away. However, after clearing the reports, the service code 338 went away. Furthermore, the tech service advised about staling at 90 %. The patient never back out all the way because when they want extra dose, they did not want to wait of synch. The patient stated that they always wait long time before dosing.the event date was on 2025-03-10.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.